Manufacturer narrative:
It was reported to abbott that the patient had an ipg revision. The report stated that the ipg was revised on 18 nov due to eol (end of life). The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients device reached end of life and was no longer providing therapy. Surgical intervention was undertaken where in the ipg was explanted and replaced.